Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Continuation of medical devices: battery/ (B)(4)/ model #1650de / exp. Date: 2018-05-31 device available for evaluation: yes mfg. Date: 2018-05-31 labeled for single use: no (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-06-30 device available for evaluation: yes mfg. Date: 2017-06-30 (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-06-30 device available for evaluation: yes mfg. Date: 2017-06-30 labeled for single use: no (B)(4). Battery/ (B)(4)/ model #1650de / exp. Date: 2018-05-31 device available for evaluation: yes mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-06-30 device available for evaluation: yes mfg. Date: 2017-06-30 labeled for single use: no (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-07-31 device available for evaluation: yes mfg. Date: 2017-07-31 labeled for single use: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching events. The controller and batteries were replaced and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, b5, h10. Product event summary: the returned controller (B)(6) passed visual inspection and functional testing. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Data log files revealed multiple instances involving (B)(6) where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Examination of controller log files also revealed power switching events due to communication errors involving battery (B)(6) and power switching events due to momentary disconnections involving batteries (B)(6) and (B)(6) within the analyzed period. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery also had a communication error.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving (B)(4), and power switching due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. There is an internal investigation for momentary disconnections. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.